Event description:
A foreign user facility reported the during a holep procedure in which a lumenis versapulse powersuite 100 was being utilized, the system would not stop lasing even after the foot switch was released. The operating doctor switched to a turp procedure in order to complete the case. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.

Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured on 19-sep-2012. A lumenis service engineer visited the site four (4) days after the reported event and found that the microswitch which detects the on/off in the footswitch malfunctioned. The engineer replaced the footswitch and after verifying that the system is working within manufacturer specifications the system was returned to the facility safe and ready for use. A review of system risk files found the risk of system failure ((B)(4)) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. A review of historical product complaints shows that the same malfunction of a footswitch failure during a procedure has not led to serious injury in the past. In this case, the procedure was completed with an alternate method with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate method as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction to the FDA. However, lumenis regulatory in (B)(6) has determined it is not reportable in (B)(6). The root cause of this failure has not yet established, further investigation is ongoing as part of lumenis commitment to continuous improvement and if there will be a significant change, then lumenis will file a follow-up MDR. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).